Manufacturer narrative:
The device was evaluated at the customer's site by a zoll representative and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. Review of the device activity logs did not find any evidence of inappropriate shutdowns. The log indicates that all shutdowns were the result of pressing the power button. It was determined after the evaluation that the device is working as intended. This has been closed as unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device powered down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Adverse effect: none. During monitoring, obtained another device. Kj 1-22-19, kj 1-28-19.